Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. Internal components were evaluated which revealed worn rotor, bearings and motor assembly. The device was repaired and returned back to the customer.

Event description:
During testing by the repair team, it was reported that the device overheated. There was no pt involvement and no adverse consequences alleged with this event.